Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified artery. A 15mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured upon first inflation at 10atm within 5 seconds. The device was removed using normal method without any problem. There were no complications reported and the patient was in good condition post procedure.